Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was admitted to the hospital for the event. The cause of peritonitis was unknown. On an unreported date the patient was treated with injection vancomycin (once in four days) and injection amikacin (125mg once daily) for peritonitis. The patient¿s outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information is available.